Manufacturer narrative:
Reported event was confirmed by review of surgery details. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause related to required off-label use to complete the procedure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the custom right shoulder implant did not fit the patient anatomy intraoperatively, as it was too long and therefore unusable. Part of the custom implant that fit into the distal humerus was implanted along with a temporary cement spacer. An incompatible knee stem component needed to be implanted as a result. A surgical delay of ten minutes was reported. A revision has not occurred to date to implant permanent implants, but is scheduled for the future when a new custom is available. No further information has been made available at this time.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being filled to relay additional information, which was unknown a the time of the initial medwatch. Previous supplemental was submitted in error; the event remains valid.

Event description:
It was reported that patient was revised due to incompatible device implanted. The custom right shoulder implant did not fit the patient anatomy as it was too long and therefore unusable. Part of the custom implant that fit into the distal humerus was a knee stem.

Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined to not be reportable as this device was not involved in the event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Cp0000131, srs rt9cm hmrl exp w side plts, lot# 888810; (B)(4) peria, 3.5x16 bone scw lck-cann, lot# unk; (B)(4) peria, 3.5x20 bone scw lck-cann, lot# unk; (B)(4) peria, 3.5x20 bone scw lck-cann, lot# unk; (B)(4) peria, 3.5x32 bone scw lck-cann, lot# unk; (B)(4) peria, 3.5x32 bone scw lck-cann, lot# unk; (B)(4) calibrated, 2.7mmx250mm, lot# 423580; (B)(4) comp rvs, 2.7mm dia drl, lot# 327020; (B)(4) comp rvs, 2.7mm dia drl, lot# unk; (B)(4) tibial full block augment precoat, size 1 10 mm thickness, lot# 63245722. It was stated the device will not be returned for manufacturer evaluation due to hospital privacy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the custom right shoulder implant did not fit the patient anatomy as it was too long and therefore unusable. Part of the custom implant that fit into the distal humerus was implanted along with a temporary cement spacer. A surgical delay of ten minutes was reported. A revision has not occurred to date, but is scheduled for the future when a new custom is available. No further information has been made available at this time.